Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - it was reported that reprocessing of the device was performed according to the instructions for use. Therefore, the cause of the suggested event could not be presumed further. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found foreign material was exiting the channel. The material was a black rubber material. In addition, the cleaning brush was caught due to the instrument channel being buckled/deformed, angulation was reduced and the angulation knob felt loose due to elongation of the angle wires, the adhesive on the bending section was deteriorated, the control section had cosmetic damage, there was foreign material/staining on the control section due to insufficient cleaning, the universal cord had cosmetic damage, the switch had cosmetic damage, and the scope connector had damage due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that abnormalities were noted inside the channel of the subject device during a therapeutic endoscopic submucosal dissection procedure. The procedure was completed with another similar device after a delay to replace the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material was exiting the channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient due to the event.